Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant product(s): a 4092 lead, implanted: (B)(6) 2006; 4592 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about one month after the implant procedure at a routine clinic visit, the device site was bleeding and the incision site was open. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection, a temporary pacing lead was used, and then the system was later replaced. No further patient complications have been reported as a result of this event.